Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002: vol. 81: pages 72-77, that during a sling procedure, the pt experienced an epigastric vessel injury. This was treated with a simple ligation.